Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment within 24 hours of having attempted, being unable to use the accu-chek system due to error within specifications. A request was made for the return of the meter, replacement sent. Strips not available for return, replacement sent.

Event description:
Pt revised for pain, osteolysis was noted.